Event description:
It was reported that a vessel perforation occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 30 mm watchman laa closure device and delivery system (wds) was advanced. The device was deployed and three partial recaptures were performed. It was then decided to re-cross the septum because the original puncture was too high. Upon exchanging the sheath, a non-bsc wire was inserted into the groin and perforated the common femoral vein resulting in a retroperitoneal bleed. A balloon was inserted into the common femoral vein for 30 minutes to stop the bleeding. Protamine was administered. Vascular surgery was consulted, and determined surgery was not needed. The case was aborted. No further complications were reported. Patient has been discharged and the procedure will possibly be rescheduled in 4-6 weeks.